Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no deformation or damage to the nozzle. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, illegible label, minor play control knob, distal end dented, objective lens chipped, light guide lens cement peeling off, bending section rubber glue cracked, and plug unit scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, the reprocessor machine medivator failed due to the scope blocked air channel. It was reported that the scope was visually inspected and underwent functional tests to assess the device status, and it was confirmed, that there was no air/water flow due to a clogged nozzle. There was no report of patient harm or user injury associated with this event.